Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings,component codes, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is overheating. End user reported a "high temperature alarm". Getinge field service engineer (fse) checked the fault and alarm logs for any temperature related alarms. Nothing logged.the iabp was exercised on test catheter and patient simulator for several hours in an attempt to duplicate suspected technical alarm "system over temperature" or "over temperature condition detected". The issue could not be replicated. However, in the interest of patient safety the scroll compressor, temperature probe and pressure/vacuum filters were all replaced as a precaution. Upper panel assembly was replaced as doppler door mechanism was corroded. Iabp passed all calibrations, functional tests and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. No patient involvement and harm.the defective components were received for further investigation. The failure analysis and testing dept. Received part number and part numberwith a reported unit failure of an overheating issue. The fat performed a visual inspection and found the parts to be in good condition. The fat installed part number in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. No issue confirmed. The fat installed part number in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. No issue confirmed. Retaining the parts in the failure analysis and testing department per procedure number rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was overheating. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.